Event description:
--

Manufacturer narrative:
--

Event description:
Boston scientific received information that during a device check, a partial erosion of this product noted. The patient received antibiotics and the wound is healing. The device remains implanted. There were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.